Event description:
On 9/11/92 blood bank freezer failed. Freezer monitor removed from service. Performance by monitor during freezer failure questioned and required replacement. New freezer monitor ordered. On 9/16/92 new monitor received. On 10/1//92 new feezer and monitor put into service. Performance tests performed. New monitor timer not accurate. 10/2 side by side performance test of old and new monitor performed and both found inaccurate. Company representative notified of results. 10/6/92 replacement freezer monitor received. 10/7/92 monitor tested and placed into service on 5 minute mode. 45 minute mode defectivedevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed, visual examination. Results of evaluation: alarm failure, integrated chip. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.